Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Reported, the transfer set/pt line (of the homechoice set) connection "came loose, and started leaking". Baxter's technical service center assisted the home pt in ending therapy early. Therapy was completed manually. No pt injury or medical intervention was associated with this incidednt, per the home pt.